Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0530 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter related bacteremia and sepsis. Start date: (B)(6) 2021; end date: (B)(6) 2021 severe severity and related to the device (catheter) and unrelated to the procedure and unrelated to the accessories (guidwire, stylet). The event is not related to a pre-existing condition. A similar event has not occurred previously. Action taken: medication prescribed, hospitalization, device removed. During hospitalization (due to fever) a bloodstream infection was discovered. Antibiotics were administrated and PICC line was removed. Some other drugs were administrated to treat the oncological pain condition (oxycodone, pregabalin, paracetamol) . Blood culture resulted positive for s.aureus (both periferical and central culture). PICC line was removed just for positive blood culture. Outcome: recovered, no sequelae.